Manufacturer narrative:
Additional information on cloud data since information was provide: cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 3.0.1. Cloud - operating system: n5004l-am-q-mv01602-06-01.06. Cloud - hardware: n5004l. Cloud - cgm sensor type: data not available.

Manufacturer narrative:
The case description states that the user's controller was unable to load past step 19 during initialization. The physical controller was received for investigation. Upon turning on and unlocking the returned controller, it was observed that the application booted up and loaded to step 19 of 29 before the application restarted and started loading again at step 0, only to reach 19 and restart again. The debug version of the application was installed to pull android log files. The debug version of the app was opened and the issue replicated, however an app not responding message was generated which provided the option to wait for the app to respond. The dialog appeared several times with the wait option being selected each time before. The wait option was selected repeatedly over an extended period of time however the app was unable to break out of the loop. The production release of the app was installed and then the debug version was reinstalled. The debug version of the app was reopened and the issue replicated, however after selecting wait a few times the app eventually broke out of the loop and completed initialization. The debug logs showed that, while the app was stuck on step 19, it was attempting to purge records. It took several minutes before the system could purge sufficient records to continue initialization. Inspection of the production android log files showed a large increase in records between initializations and confirmed the application attempting to perform a similar record purge before the application restarted. The production version of the application prevented the purge of the records due to the amount of time it takes with no response, which resulted in the app restarting once time allowed for initialization was reached. The cause of the reported event has been determined. No further investigation is required.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: unavailable omnipod software app version: unavailable operating system: unavailable hardware: unavailable cgm sensor type: unavailable.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on ((B)(6) 2025). The patient's blood glucose levels reached an unknown level. Symptoms reported include high blood glucose levels and vomiting. No information was provided on how the patient was treated for the issue. At the time of the report, the patient was still in the hospital. It was also reported that the controller was stuck on loading screen 19 out of 29.